Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent and abdominal pain. On the same day as onset, the patient was hospitalized for the event and began treatment with intraperitoneal cefazolin (two trams per day) and intraperitoneal gentamicin (80 mgs per day). Five days later, the antibiotic treatment with cefazolin and gentamicin was discontinued. The next day, the patient began treatment with intraperitoneal vancomycin (one gram per day) and intraperitoneal amikacin (300 mgs per day) for peritonitis. Sixteen days after hospitalization, antibiotic therapy and dianeal therapy were discontinued. At the time of this report, the patient had not yet recovered from the peritonitis event. It was not reported if the patient was retrained on aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.